Manufacturer narrative:
Follow-up # 1 (06/17/2013)-device evaluation: the analysis of the subject meter was completed on (B)(6) 2013 by lifescan product analysis. The reported complaint could not be confirmed. The device met all specifications for testing and no sources of high sleeping mode current were observed during investigation. The meter demonstrated normal functions. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging unit powers off during use. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The lifescan product has been returned to lifescan. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time.